Event description:
It was reported that this patient experienced an increase in pain, nausea and vomiting and had asked for paregoric. The pump was interrogated and a review of the logs noted a motor stall was confirmed to have occurred on (B)(6) 2013. The pump stopped on (B)(6) 2013 with the pump period may exceed tube set message also noted. There was no motor stall recovery. The patient stated he did not hear the alarm and denied exposure to a magnetic resonance imaging (MRI) scan. This device system delivered dilaudid and clonidine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), UDI# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer reported that the pump was beeping and it ¿finally quit beeping after a while". There was medication in the pump, and the pump battery hadn¿t depleted yet but "it quit working". The pump used to have dilaudid but the pump was currently empty. "It quit on him before the battery ever went out, and he was so disgusted he never went back to do anything about". The consumer thought the patient had the flu, but he had withdrawal. The doctor checked it "and they even knew the date it quit working". The consumer could not remember the reason "it quit" and couldn¿t remember the day the pump stopped working. The patient had been free of pain for the last 3 years, and the pain seemed to go away once he got through the withdrawal. The patient was in hospice care. No further complications were reported.